Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pain, pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and syncope ('fainting spells') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included fluticasone. The patient's medical history included insomnia, anxiety, gerd and incomplete abortion. Previously administered products included for an unreported indication: mirena iud from 2005 to 2010. Concurrent conditions included body mass index normal, sore throat, fever, acute pharyngitis, pneumonia, common cold, allergic sinusitis, fever, malaise, congestion nasal, chest pain, breast cancer, ovarian cancer, adhd, pap smear abnormal and fever. Family history included skin cancer (mother), migraine (sister) and ovarian cancer (sister). Concomitant products included antibiotics since 2016, benzonatate, cyproheptadine, dihydroergotamine, dihydroergotamine mesilate (migranal), fentanyl, hydromorphone, levonorgestrel (mirena) from 2005 to 2010, midazolam, oxycodone, pethidine hydrochloride (meperidine hydrochloride), propranolol, rabeprazole and trazodone since 2016. On an unknown date, the patient started fluticasone at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced nausea ("nausea"), 4 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ left sided pain during intercourses"). On (B)(6) 2014, the patient experienced back pain ("low back pain"). On (B)(6) 2015, the patient experienced myopia ("myopia") and astigmatism ("astigmatism"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced sinusitis ("sinusitis"), pharyngitis ("pharyngitis"), dermatitis ("dermatitis keratitis") and keratitis ("dermatitis keratitis"). On (B)(6) 2017, the patient experienced irritable bowel syndrome ("gerd irritable bile syndrome") and vomiting ("vomiting"). In 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On (B)(6) 2017, the patient experienced skin infection ("infection (other) describe: skin"). On 11-jan-2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy periods") and ovarian cyst ("recurring, never had issues/ovarian cyst"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches /horrible migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), anal fissure ("fissure"), anger ("rage"), depression ("depression,"), hot flush ("hot flashes"), hypoaesthesia ("neurological conditions or problems type: had numbnes"), dizziness ("severe dizziness"), feeling abnormal ("foggy"), alopecia ("hair loss"), cellulitis ("cellulitis recurring"), vaginal discharge ("vaginal discharge"), neck pain ("neck pain"), headache ("migraines / headaches /horrible migraines"), adnexa uteri pain ("ovarian pain") and weight fluctuation ("weight gain / loss (specify which one) weight gain ") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, syncope, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, abdominal distension, anal fissure, irritable bowel syndrome, anger, depression, hot flush, skin infection, sinusitis, pharyngitis, dermatitis, keratitis, nausea, hypoaesthesia, dizziness, feeling abnormal, allergy to metals, alopecia, cellulitis, ovarian cyst, vaginal discharge, myopia, astigmatism, vomiting, back pain, neck pain, gastrooesophageal reflux disease, headache, weight increased and weight fluctuation outcome was unknown and the menorrhagia, dyspareunia, migraine and adnexa uteri pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anal fissure, anger, astigmatism, back pain, cellulitis, depression, dermatitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, irritable bowel syndrome, keratitis, menorrhagia, migraine, myopia, nausea, neck pain, ovarian cyst, pelvic pain, pharyngitis, sinusitis, skin infection, syncope, vaginal discharge, vaginal haemorrhage, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, if you have not had essure removed, are you currently planning for removal? Yes (as written) anticipated/scheduled date: (B)(6) 2018. Date(s) of removal: (B)(6) 2018 bilateral salpingectomy and hysteroscopy (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vomiting, headache, fatigue, vomiting, dizziness, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received. Reporter information updated. Outcome for previously reported events: dyspareunia (painful sexual intercourse)/ left sided pain during intercourses, abnormal bleeding (vaginal, menorrhagia)/ heavy periods was updated to recovered / resolved. New event: ovarian pain added. Concomitant drugs and lab data were added. Event device monitoring procedure not performed is deleted as essure confirmation test performed. Event weight fluctuation updated to weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pain, pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and syncope ('fainting spells') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included fluticasone. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included insomnia, anxiety, gerd and incomplete abortion. Previously administered products included for an unreported indication: mirena iud from 2005 to 2010. Concurrent conditions included body mass index normal, sore throat, fever, acute pharyngitis, pneumonia, common cold, allergic sinusitis, fever, malaise, congestion nasal, chest pain, breast cancer, ovarian cancer, adhd, pap smear abnormal and fever. Family history included skin cancer (mother), migraine (sister) and ovarian cancer (sister). Concomitant products included benzonatate, cyproheptadine, dihydroergotamine, fentanyl, hydromorphone, midazolam, oxycodone, pethidine hydrochloride (meperidine hydrochloride), propranolol and rabeprazole. On an unknown date, the patient started fluticasone at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced gastrooesophageal reflux disease ("gerd"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ left sided pain during intercourses"), fatigue ("fatigue"), abdominal distension ("bloating"), anal fissure ("fissure"), irritable bowel syndrome ("gerd irritable bile syndrome"), anger ("rage"), depression ("depression,"), hot flush ("hot flashes"), skin infection ("infection (other) describe: skin"), sinusitis ("sinusitis"), pharyngitis ("pharyngitis"), dermatitis ("dermatitis keratitis"), keratitis ("dermatitis keratitis"), migraine ("migraines / headaches /horrible migraines"), nausea ("nausea"), hypoaesthesia ("neurological conditions or problems type: had numbness"), dizziness ("severe dizziness"), feeling abnormal ("foggy"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), cellulitis ("cellulitis recurring"), ovarian cyst ("recurring, never had issues/ovarian cyst"), vaginal discharge ("vaginal discharge"), myopia ("myopia"), astigmatism ("astigmatism"), vomiting ("vomiting "), back pain ("low back pain "), neck pain ("neck pain"), headache ("migraines / headaches /horrible migraines") and weight fluctuation ("weight gain / loss specify which one"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, syncope, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, anal fissure, irritable bowel syndrome, anger, depression, hot flush, skin infection, sinusitis, pharyngitis, dermatitis, keratitis, migraine, nausea, hypoaesthesia, dizziness, feeling abnormal, allergy to metals, alopecia, cellulitis, ovarian cyst, vaginal discharge, myopia, astigmatism, vomiting, back pain, neck pain, gastrooesophageal reflux disease, headache and weight fluctuation outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anal fissure, anger, astigmatism, back pain, cellulitis, depression, dermatitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, irritable bowel syndrome, keratitis, menorrhagia, migraine, myopia, nausea, neck pain, ovarian cyst, pelvic pain, pharyngitis, sinusitis, skin infection, syncope, vaginal discharge, vaginal haemorrhage, vomiting and weight fluctuation to be related to essure. The reporter commented: discrepancy noted as per pfs, plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vomiting, headache, fatigue, vomiting, dizziness, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs & mr received. Case become medically confirmed. Case become valid and incident. Injury nos replaced with new events. Reporter's information was added. Patient's demographics was added. Date of insertion was added. Date was removal was added. Added event pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bloating; fissure, gerd irritable bile syndrome, rage, depression, hot flashes, skin infection, sinusitis, cellulitis, pharyngitis, dermatitis keratitis, migraines ,headaches, nausea, had numbness, severe dizziness, foggy, fainting spells, nickel allergy, neck pain, back pain, hair loss, cellulitis recurring, never had issues before, ovarian cyst, vaginal discharge, myopia, astigmatism, weight fluctuation, the plaintiff did not undergo an essure confirmation test, headache,gerd. Medical history, historical drug, concomitant conditions, concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.